Manufacturer narrative:
On january 23, 2026, we received the email from the FDA. Zhende contacted the customer to ask for more information about this adverse event and has not received any reply.the provided lot number fd2409a01 was verified internally and not found in our records, so the product is not from our company.therefore, a detailed investigation or batch review cannot be conducted.this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing is a "cardboard material" itchy and falls off easily.